Event description:
It was reported that while interrogating an implanted device, the programmer generated a "serious programmer error" message. The programmer was rebooted, but the error message recurred. The programmer was replaced for the interrogation, which was then completed successfully with the second machine. The programmer with the error message will have the 2090 service diskette run on it and will be returned for service if the situation is not resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.